Event description:
The pt reported an underdose, but no other symptoms were reported. During a regular refill session, the hcp noted the pump still had 18ml of drug. At the time of the report, the pt remained at home in fair condition. A dye study had been done with normal results. The pt reported the flow rate was decreased approx 5% at the refill and oral medications were given. The pt stated the hcp suspects the pump is malfunctioning and will need to replace the device. The device had not been replaced at the time of this report. The drug, concentration, and dose were not reported. Additional info has been requested from hcp, but not available on the date of the report.